Event description:
Livanova reported that this rv lead's coil impedance measured less than 200 ohms. The device memory shows variable rv lead impedances and variable svc coil impedance measurements as well as ventricular oversensing. There is no mention of intervention.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analyzed. The available shock lead integrity trends showed rv coil as well as svc coil impedance measurements were less than 200 ohms in may and august 2016. Furthermore the provided iegms demonstrated artifacts on the rv channel consistent with the observation reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.